Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse called to report that the patient's cycler was overfilling him. It was reported that the patient's fill volume is 2000ml and that the patient drained out 3800 ml which is 190% over the expected drain volume resulting in a reportable device malfunction. It was reported that the patient vomited when this event occurred. The nurse reported that there was no medical intervention required and the patient's symptoms resolved.